Event description:
Follow up information received from the manufacturer¿s representative reported that the lead was not returned to the manufacturer as it was disposed/discarded by the customer. There were no further complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient had lead revision surgery on (B)(6) 2020. The existing lead was fully explanted and a new lead was placed in right s3. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1wknm, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 29-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was having pain, pulsing, and burning over the skin at the lead insertion site area since being involved in a car accident on (B)(6). The patient went to the emergency room after the car accident and had an x-ray of the implant which was normal. The patient turned the stimulation off for 5 days and the pain, pulsing, and burning over the lead insertion area went away. The patient turned it back on and it returned. On the day of the report the patient had an impedance check ran which showed no out of range high impedances. The patient continued to leave the system on because it controls their urinary symptoms. The patient had tried all 7 standard programs and the pain, pulsing, and burning sensation was present at the lead insertion area. The issue was not resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that no further actions were planned to determine the cause. Also, no further actions were taken to resolve the patient¿s pain, pulsing, and burning issue (following a car accident) the issue was not resolved and the issues persist. There were no further complications reported or anticipated.